Manufacturer narrative:
On 4/28/2020, during an internal review of the complaint file along with a quality engineer, it was noticed that with the available information captured in the event description and additional information provided by the customer, it could be confirmed the event is not MDR-reportable and was incorrectly assessed as an MDR reprotable malfunction from the beginning. The information available indicated the smartablate pump was in manual-mode. If the smartablate pump is set in manual mode, then the smartablate generator cannot trigger the smart ablate pump to high flow rate and the smartablate generator would continue to ablate. There is no issue with the smartablate pump nor with the smartablate generator. Biosense webster manufacturer's reference number pc-000656490 has two reports related to the same event and they should both be considered no longer MDR reportable: MFR # 2029046-2020-00349 for product code m4900107 (smartablate¿ system rf generator (EU)). MFR # 2029046-2020-00356 for product code m4900109 (smartablate¿ system irrigation pump (EU)).

Manufacturer narrative:
On 3/13/2020, additional information was received clarifying the correct account name for this incident is (B)(6) university. As such, field "e1. Initial reporter facility name" was changed from "(B)(6)". Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Biosense webster manufacturer's reference number (B)(4) has two reports related to the same event: (1) MFR # 2029046-2020-00349 for product code m4900107 (smartablate¿ system rf generator (EU)). (2) MFR # 2029046-2020-00356 for product code m4900109 (smartablate¿ system irrigation pump (EU)).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a smartablate¿ system rf generator and a smartablate¿ system irrigation pump and a high flow activation problem occurred during ablation. It was reported that the smartablate¿ system rf generator started the ablation even though the smartablate¿ system irrigation pump was on low flow mode. No error messages were displayed on the smartablate¿ system rf generator or the smartablate¿ system irrigation pump. The smartablate¿ system irrigation pump setup was in manual mode. A navistar thermocool catheter was used. No patient consequences were reported.